Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable speed occurred. A 1.25mm rotablator rotalink plus atherectomy catheter was selected and prepared. Prior to use of the catheter inside the patient the rotablator console was tested. The operator attempted several times to reach the desired speed of (B)(4) by increasing and decreasing the velocity, but the speed was unstable. Another rotablator rotalink plus was then prepared and the operator experienced the same issue with the rotablator console. The procedure was able to be completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.